Manufacturer narrative:
References the main component of the system and other applicable components are: product ID neu_unknown_lead, lot# serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on (B)(6)2017 from a consumer via a manufacturer representative regarding a basic evaluation trial. It was reported that the device and leads came out. The bandages were causing pain. There were no applicable environmental factors, diagnostics, or interventions performed. The following details were unknown at the time of the event: resolution, surgical intervention required, patient weight, and patient medical history. It was noted that the patient was alive with no injury at the time of the event. Additional information was received from the consumer via a manufacturer representative on (B)(6)2017 reporting that the patient was concerned about their blood pressure being low and that the device was not working. It was reported that the patient was crying. Additional information was received from the consumer via a manufacturer representative on (B)(6)2017 reporting that the patient was burping a lot and had some nausea. An appointment was scheduled with the health care professional (hcp) for 2(B)(6)017. No further complications were reported.